Event description:
During a follow up call it was reported that there were discrepancies between the sensor glucose values and the blood glucose values. No specific values were provided because the reported incident was a past even. The customer stated that the insulin pump would alarm high glucose when the customer actually had low blood glucose. The customer also stated that they had changed sensor alerts and end sensor alert on the third day of use, instead of six days. At the time of the phone call, the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.